Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02261. This report is being submitted as additional information. The patient weight was not provided. Corrected data (initial submission under MFR report # 2916596-2017-02261 listed the centrimag motor in error). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ the approximate age of the device is 13 months (calculated from the date of manufacture). Manufacturer's investigation conclusion: the centrimag pump was not returned for evaluation as it was disposed of. The report of fibrin within the centrimag tubing could not be confirmed through this evaluation. The centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU explains that the pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the motor was hot to the touch, so a fan was used to cool it. The perfusionist reported that he had seen what appeared to be a long fibrin strand in the inflow tubing, proximal to the pump. The patient was anticoagulated and was successfully weaned. The equipment was exchanged and no further alarms occurred. No further information was provided. The blood pump will not be returned.